Event description:
The product is an ampule with a small amount of bacteria and a medium in a vial, packaged in a tyvek pouch and placed in the sterilizer with other items as a test. The sterilant (hydrogen peroxide) is supposed to penetrate the ampule and kill the bacteria. After the sterilizer cycle is complete, we "crack" the vial of medium and mix it with the bacteria. It is incubated and it the sterilizer works, nothing will grow.the sterilization cycle was completed. The employee was emptying the sterilizer and when she picked up the tyvek pouch which is not very visible, the vial had broken and the contents leaked on her hands. The employee complained of white discoloration and a burning sensation on her hands.====================== manufacturer response for sterrad cyclesure biological indicator (per site reporter)======================they requested additional information and recommended gloves be worn. In hindsight, the instructions state "use of gloves as peroxide burns can occur".